Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2013 that indicate that the patient has obstructive sleep apnea for which he is undergoing CPAP titration. The physician later reported that the sleep apnea has been present since at least 2004. The patient was noted to have sleep apnea prior to vns. The physician stated that the sleep apnea is not associated with stimulation. The patient was referred to a surgeon to correct the issue with surgery but the surgery has not yet been performed.

Event description:
Clinic notes were received which indicated the patient is now using bipap for his obstructive sleep apnea.